Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient experienced a burning pain at the ipg site. It was also noted that the ipg was migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively.